Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Additionally, white residues in channel were found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that worn adhesive and corrosion on plug unit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported that the colonovideoscope had scope communication error (b30). The event had occurred during colonoscopy procedure before the patient was under sedation. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.